Event description:
It was reported by the affiliate that prior to unk procedure, the product was taken out of its original package and didn't work for the first; the clips didn't come out. There were no adverse consequences to the patient.

Manufacturer narrative:
H6: damaged cartridge cover. H3. Evaluation summary: the analysis results confirmed that one msm20 instrument was received for analysis and was noted to have the cartridge cover distal tip cracked off. The piece was returned. In addition, it was noted to have the floor protuding and the lifter spring bent. Functional test could not be performed due to the condition of the returned cartridge cover that will prevent the instrument from firing properly.